Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not work or engage. The device did not fire any clips at all. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass and sticking issues. The analysis results of the (B)(4) device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were malformed due to an advancer bypass and 7 clips were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the potential root cause of this issue. The device locked out as intended, but the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.